Event description:
The reporter stated that he did a meter to hcp meter caparison. The test was done side by side, using the same finger stick. The result on his meter was 438 mg/dl, and the visiting nurse's meter reading was 240 mg/dl. He stated that he did not have any symptoms. On follow-up, he stated that they (he and hcp) had done the testing incorrectly. They had applied the sample to the confirmation dot instead of the pink square. No further information was provided.